Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient fell and had experienced pain at the site of his implant since the accident. The patient stated it¿s been about 6 months or so since the fall. The battery felt as if it has moved to him. The patient underwent a pocket revision surgery to reposition the previously implanted ins battery and the issue was resolved.